Event description:
It was reported that the pt noted that it was "hard to charge" their neurostimulator thorough out the skin. The device was explanted. No injuries were reported and the pt outcome was noted as recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.